Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had electively lost weight. It was noted that physician confirmed that the patient weight loss was non device related. The patient underwent an implantable pulse generator (ipg) replacement and pocket revision procedure, was doing well postoperatively and the explanted device was disposed of by the facility.